Manufacturer narrative:
Section a3: additional information. Device history record review: the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2020.

Manufacturer narrative:
The patient¿s gender was not provided. Manufactures investigation conclusion: the pump was not explanted after the patient¿s expiration and was therefore not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Death is listed in the heartmate 3 left ventricular assist system instructions for use (IFU) as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2020. The pump will not be returned. Due to hospital policy, no further information provided.